Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal adhesions and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx ("I also have large bilateral hydrosalpinx") and scar ("lots of scar tissue"). The patient was treated with surgery (hysterectomy, right and left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hydrosalpinx and scar outcome was unknown. The reporter considered hydrosalpinx, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: scar. Concerning the injuries reported in this case, the following events were described in medical records- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical record received- new event pelvic pain was added. Case was upgraded from non-serious incident to serious incident. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.